Manufacturer narrative:
E1. Medical device brand name: bd vacutainer® pst¿ gel and lithium heparinn (lh) 83 units blood collection tubes. There were multiple 510k numbers reported to be involved. The information is as follows: g.4. PMA / 510(k)#: k954592. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using bd vacutainer® pst¿ gel and lithium heparinn (lh) 83 units blood collection tubes, the fill volume of an unspecified number of tubes was near zero. No adverse impact was reported regarding the patient or user.